Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. Patient alleged having breathing problem, headache. The device was returned but not yet evaluated. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received, and section h should be reported as: the device was returned to a philips investigation laboratory. The device has been visually inspected by the manufacturer. The evaluation result found dust, keratin, black contamination, water ingress, white and brown contamination in the device. The manufacturer unable to confirm the evidence of foam degradation or breakdown. Event description, date returned to mfg, evaluation method code, evaluation results code, conclusion code grid, recall (z) number has been updated and corrected.

Manufacturer narrative:
Additional information was received, and section h should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging breathing problem, headache. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that unknown white gray, and black contamination (dust like), gray and black fibers/hairs inconsistent with degraded sound abatement foam, at the air input of the blower box. White dust-like contamination on top of the blower motor and tiny gray fibers/hairs on the blower motor seal. Gray dust-like contamination, tiny fibers/hairs and a brown dried stain inside the bottom of the enclosure. Potential mineral deposit spots on the bottom of the blower motor indicating potential water ingress. Black contamination, consistent with keratin, at the air outlet of the blower box. Dust-like brown, white, and black contamination, inconsistent with degraded sound abatement foam, in the bottom of the blower box. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination and water marks in the device and are consistent with being from an external source. Device problem code grid, evaluation results code and conclusion code grid has been updated.